Manufacturer narrative:
Date of initial report: 09/25/2007. The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that shortly after beginning a radio frequency ablation procedure, a water leak occurred near the grip of the needle electrode. Another needle electrode was used to complete the procedure and there was no reported patient injury.